Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter responded to an anonymous survey for calibra indicating that the user did not feel that they were getting the insulin that they needed from the patch. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.